Manufacturer narrative:
D4: serial number is unknown. G4: this device is not distributed in the USA; therefore the PMA/510(k) number is not applicable. The pentax medical apac responded to a good faith effort request via email on 03-sep-2024 as follows information. The examination was completed with an alternative scope, but the examination time was extended. No physical harm was done to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information

Event description:
When used, the light was dimmed, which affected the normal inspection. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report g6: follow up #2 h2: if follow-up, what type? Additional information d4: serial # pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Correction information b4: date of this report d4: serial # lot g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information d4: primary unique device identifier (UDI) # d8: was this device ever serviced by a third party? Evaluation summary based on the investigation, a potential root cause of this failure is that the light-guiding fibers will be bent and damaged to varying degrees, and the image will gradually become darker during use. The device was repaired by the third party and returned to the hospital. Told the customer why the malfunction occurred and recommend sending it to the manufacturer for repair. The DHR review confirmed the endoscope was manufactured pentax medical miyagi under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 14-nov-2013 and actual date shipped were confirmed on 15-nov-2013. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.